Event description:
N/a

Manufacturer narrative:
Updated fields: d1,d2, d4 d9, g3, g6, h2, h3, h6, h10. The microsensor (ID 826653) was returned for evaluation. Device history record (DHR) - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the catheter was received in a drainage tube; tip not broken off. The icp express reading 366. The device passed electronic noise, linearity/hysteresis, and signal drift tests. Based on the evaluation, we were unable to confirm the problem stated. No further investigation or corrective action is anticipated. Therefore, the complaint condition could not be confirmed. Root cause is undetermined and was unable to be confirmed in the complaint evaluation. Product was received for analysis and the investigation could not confirm the complaint.

Manufacturer narrative:
The microsensor (ID: 826653) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported a microsensor (ID; 826653) tip broke off before it was implanted in the patient. No part fell into the surgical site, all parts were recovered. No patient injury reported and the event did not led to surgical delay.